Event description:
During the prescriber inspection per FDA safety alert, found blood contamination in the venous pressure line (tubing) internal to the machine's "level detect" module. Machine was last "pm"'ed (inspected) 2/99. Also: 2 other machines contaminated.